Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug. The indication for use was non-malignant pain and failed back surgery syndrome. The patient reported that he didn¿t know if the device was working correctly. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.